Event description:
This lead dislodged and was damaged by physician during open heart surgery on (B)(6) 2019. The lead was subsequently capped. On (B)(6) 2019, physician explanted the lead during device replacement. No adverse patient side effects were reported. Should additional information become available, this file will be updated

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approximately 10 cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degree deformation of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In addition, cuts in the insulation and deformations of the outer conductor coil were found. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.